Event description:
It was reported the patient received the following results within 10 minutes: 386 mg/dl (patient's meter) and 176 mg/dl (lab result). Thirty minutes later, the patient received the following results within 10 minutes: 445 mg/dl (patient's meter) and 201 mg/dl (lab result).